Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t . If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, 3t heater cooler displayed error pump 3 is blocked (e22). There was no patient involvement. The motor was cleaned and it didn't worked. Patient pump 2 needs to replaced.

Manufacturer narrative:
H 11: field service technician dispatched to customer's facility cleaned the motor and replaced the patient pump 2. Functional verification checks were performed and positively passed. The unit was put back to service. A device service history review was performed and identified that the unit was installed since 2018 and no similar event was reported since. The most likely root cause of the reported event is wear/aging of the patient pump 2 with the contribution of the action of disinfectants during disinfection procedures and environmental condition in which the component was working, as high temperatures, humidity, and condensation. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.